Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5044714.

Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and mesh was implanted. The patient was in the hospital for three days and experienced pain in the navel on the way home. The patient was re-admitted to the hospital and had stomach surgery right away and new mesh was implanted. The patient reports they feel sick to their stomach. Additional information has been requested.